Manufacturer narrative:
Concomitant devices ((B)(6) 2010): 1.5ml clearway balloon. Concomitant medications ((B)(6) 2010): 8ml integrilin and switch from plavix to effient. The rca was initially treated with a 3.5x15 and 3.5x18mm xience stents in the ostium and distal rca. Four months later, due to aggressive in-stent restenosis, the 99% lesion in the rca lesion was treated. It was not at an acute angle and the vessel was not tortuous. Initially laser and an angiosculpt were used. Then a 3.5x18mm cypher stent was deployed. Post-dilatation was performed with a 4.0x15mm voyager balloon at 15 atm. There was no vessel dissection. Ivus was used. Post-procedure medications included aspirin 325 mg and plavix 75 mg to which the patient was compliant with taking. Three days later, the patient was enrolled in the (B)(4) study. Pci was performed on a 90% de novo lesion in the proximal circumflex was 5mm in length in a 2.5mm vessel diameter. The (b2) lesion was extremely calcified. The lesion was pre-dilated with a 2.5x10mm balloon at 8 atm before a 2.5x13mm cypher stent was deployed at 14 atm. Post-dilatation was performed with the 2.5x10mm balloon at 25 atm because the stent was not fully expanded and as a standard procedure. The residual diameter stenosis measured 0%. Timi iii flow was recorded pre and post-procedure, respectively. There were no procedural complications. This device is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of two devices associated with the reported event that were submitted under the following manufacturer numbers 3003742446-2010-00146 and 3003742446-2011-00400.

Manufacturer narrative:
The report received from the cypress study indicated that the patient experienced an mi peri-procedurally. This patient had two thrombotic events previously reported leading to successful reversal of cardiopulmonary arrest post implantation of a cypher stent. Past medical history that may have increased this patient¿s risk for mace includes previous pci in the target lesion with non-cordis stent, peripheral artery disease, hyperlipidemia, hypertension, myocardial infarction, pvd/claudication, and diabetes mellitus. Initially, the patient had non-cordis stents (xience) in the rca. Approximately four months later, the patient had a re-pci to treat a 99% isr with thrombus present in the rca. Pci was conducted with laser atherectomy, balloon angioplasty and a implantation of a 3.5x18mm cypher stent at 18 atm. In the proximal and ostial right coronary artery. Ivus showed a 3.2 lumen size post dilation indicative of an adequate result. The residual diameter stenosis measured 10%. Three days later, the patient had a follow up angiogram to assess the rca and the patient was included in the cypress study at this time. Thrombus with intraluminal filling defect was noted in the proximal segment. Integrilin bolus and bicarbonate were injected directly inside the thrombus. Intravascular ultrasound demonstrated some residual thrombus, the cypher stent was fully deployed and the luminal size was approximately 3mm. Balloon dilation with a quantum maverick was conducted extending all the way to the ostium with successful results: a widely patent rca, no evidence of thrombus and markedly enlarged lumen 3.5mm with no evidence of filling defect. During the same procedure, a lesion in the left circumflex was treated with the implantation of another cypher stent. Post-dilation was conducted with a dura star balloon catheter with excellent angiographic results. The unknown non-cordis stents implanted in the proximal and distal segments of the rca were widely patent with residual 20-30-% narrowing. An attempt to deliver a wire to the occluded distal lad was unsuccessful determining that it was probably a chronic total occlusion. Extensive right-to left collateralization was noted. Plavix therapy was discontinued and prasugrel was prescribed. Post index procedure an elevation in cardiac enzymes were noted and diagnosed as an mi event. Approximately a month later, a coronary angiogram was conducted to re-evaluate the rca because it was a dominant vessel and the patient did not wish to undergo coronary artery bypass graft surgery (CABG). Angiography revealed intraluminal haziness noted in the proximal segment where there was several stents previously implanted. A significant clot was noted in the ostium of the rca. Thrombus aspiration in the ostium of rca, pda and the posterior left ventricular branch was conducted. Additionally, administration of interarterial integrilin, heparin drip, dopamine and neosynephrine was given. Adenosine was administered for significant supraventricular tachycardia. Thrombectomy was also performed down in both limbs. During the procedure, the patient experienced marked hemodynamic compromise requiring several defibrillations. The hemodynamic compromise was likely secondary due to the fact that her lad was chronically occluded and supplied by the rca. An intra-aortic balloon pump was inserted for hemodynamic support. The cypher stent implanted in the circumflex artery was noted to be patent. Additional information received indicated that approximately six weeks after the last re-pci, the patient experienced a third thrombotic event in the rca. Myocardial infarction was ruled out. At this time, CABG was considered the best form of treatment and the patient had lima to lad and svg to pda. The reporter confirmed that the cypher stent implanted in the circumflex artery was patent and no bypass was performed in this vessel. The patient recovered favorably and was discharged a week later in stable condition. The stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15075561 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. This action (inherent risk of the procedure) combined with the patient¿s complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 3003742446-2010-00146 and 3003742446-2011-00400.

Event description:
This (B)(4) study patient had a myocardial infarction one day post-procedure per the clinical events committee (cec) which indicated in the .adjudication status- final report that the committee agrees with the assessment of protocol definition of mi and arc [peri-procedural].